Event description:
Refer to h10.

Manufacturer narrative:
Correction information b4: date of this report b5.refer to h10 f7: follow up #01 f11: updated dates f13: updated dates additional information f9: age of device ________________ evaluation summary based on the content of investigated data, it was determined that the potential cause/root cause of failure was due to failure of another company's disposable suction valve. There is no disposable suction valve in hoya's product lineup. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured by pentax medical miyagi on 06-jul-2018 under normal conditions. The endoscope was reworked forout of reinforced pipe range including readjustment and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 06-jul-2018. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 4582 no clinical signs, symptoms or conditions; health effect impact code: 2199 no health consequences or impact; medical device problem code: 2182 insufficient flow or under infusion; component code: 4755 part/component/sub-assembly term not applicable. FDA forwarded medsun mandatory and voluntary report form (B)(4) to pentax medical via email on 24-may-2023. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. MDR 2518897-2023-00031 was being submitted to the FDA for model eg-1690k, serial number (B)(6). MDR 2518897-2023-00032 was being submitted to the FDA for model eg-1690k, serial number (B)(6).

Event description:
Patient involved - no known adverse event. Per the initial report, endoscope used during procedure failed to blow air and allow insufflation of the upper gi tract precluding completion of the procedure safely. The procedure was therefore suspended, and followed by multiple troubleshooting steps that failed until the scope was changed (larger scope available on site). Therefore, team had to request equivalent 17 series scope, which, after inherent delay, was used to complete the endoscopy uneventfully. Patient had increased duration of procedure over routine 5 mins. There are several events, and this issue has been experienced by several physicians. In all instances, the procedure (usually but not exclusively a colonoscopy) starts uneventfully. During the procedure, more likely if prolonged / poor cleanout, the endoscope suctions the luminal contents without the suction button being pressed. Once this starts, it tends to get worse. In some cases, changing the valve to a non-disposable valve improved / resolved the issue. This leads to poor and non-sustained insufflation of the intestinal lumen, resulting in poor visualization of the lumen. This impacts: (1) the ability to identify abnormalities, therefore the possibility of missing pathology, (2) recognizing landmarks necessary to complete the procedure, and (3) prolonging the procedure or rendering it harder to complete. Eventually, and in the more serious events, suction overcame insufflation resulting in suction into the mucosa. This leads to extreme difficulty completing the procedure, mucosal injury through creation of 'suction polyps', and mucosal trauma as was documented. The inability to maintain luminal insufflation also gives rise to the suspicion of perforation, which then has ramifications including non-completed procedure. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: f10 continued: international medical device regulators forum (imdrf) adverse event reporting medical device problem code: 2182 insufficient flow or under infusion, 2170 suction problem. Medwatch submission names updated for 2518897-2023-00031 and 2518897-2023-00032 to include both failure modes reported for each of the serial numbers provided within FDA medsun mandatory and voluntary report form (B)(4) . Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. MDR 2518897-2023-00031 was being submitted to the FDA for model eg-1690k, serial number (B)(6). MDR 2518897-2023-00032 was being submitted to the FDA for model eg-1690k, serial number (B)(6)..

Event description:
Refer to h10.

Manufacturer narrative:
Evaluation summary update: there were typos in some of the investigation results, which have been corrected. Based on the content of the examined data, the potential causes/root causes of the failure are: disposable air/water valves from other companies. Hoya's lineup does not include disposable air/water valves. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured by pentax medical miyagi on 06-jul-2018 under normal conditions. The endoscope was reworked forout of reinforced pipe range including readjustment and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 06-jul-2018. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h10.